Manufacturer narrative:
Additional information: the previously deployed 18mm x 80mm stent is a medtronic stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the left and right proximal brachiocephalic veins, a 20mmx80mm abre stent was unable to be advanced to the intended position in the right brachiocephalic vein due to severe resistance. This was attributed to a distal lesion and slight deformation of the marker at the end of a previously deployed stent in the left brachiocephalic vein. Moderate tortuosity and 70% lesion stenosis was reported. Lesion length reported as 10mm. The left brachiocephalic vein diameter reported as14mm. The right brachiocephalic vein diameter reported as 16mm. A 10fr sheath was used. The stent was safely removed, and pre-dilation of the brachiocephalic vein was performed using a 10mm non-medtronic percutaneous transluminal angioplasty balloon. A shorter 20mmx60mm abre stent was then selected to avoid interference with vein branches and the previously deployed stent. Physician positioned the stent in desired position. Initial handle position was inverted. Physician rotated handle 180 degrees and tried to deploy abre stent. However, during deployment, significant resistance was encountered, and the device partially deployed. The device was safely removed from the patient. Due to the partial deployment, re-insertion was deemed unsafe. The case was concluded as no other 20mmx60mm stent was available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.